Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device had preexisting errors for rebreathing errors. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite for further investigation and determined that the gas delivery system (gds) required a replacement. The fse performed a replacement of the gds and completed the performance verification test (pvt). The device passed required pvt per philips standards and was returned to service.